Manufacturer narrative:
Na

Event description:
Our sales rep attended a gamma 3 case and reported, while using the lagscrew reamer (step drill) over the k-wire in preparation for the lagscrew insertion, the k-wire apparently broke into two pieces inside the patient's femoral neck. Also, the surgeon was able to remove the piece which was stuck inside the bone, however, it is not known why the k-wire apparently broke. All instrumentation was intact and functional prior to the beginning of the procedure. No adverse consequences were reported. The k-wire is being returned for further investigation.